Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that the patient suffered from low blood glucose level and hospitalised. The patient stayed in hospital for overnight. No further information available.